Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor anomaly with their previous four sensors. Customer stated the transmitter did not blink when connected to the sensor. It was found the electrode was missing when the sensor was removed from the customer's body. The customer declined to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Inspected six opened/used sensors and visually found five of six sensors to be damaged. The first sensor had a broken cannula, with the broken part still attached. Four sensors had the cannulas retracted inside the sensor base. No broken or missing parts were found during analysis. One remaining sensor was found whole. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.